Event description:
Site was doing a correlation on two patients. The suspect device result for patient #1 was 1.3 inr and patient #2 was 1.8 inr. Corresponding lab inrs were 1.8 and 2.9. No treatment alleged. Controls were in range. The device was replaced and requested to be returned for evaluation.